Event description:
Dr. Was using a ta 90 linear stapler during a resection of a right upper lobe when it would not fire. Facility had to open a second stapler which was again defective and would not fire. The doctor struggled to remove the said stapler from the tissue causing bleeding. He eventually needed to do a right upper lobectomy. 500 cc's blood loss.